Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited episodes of inappropriate mode switching due to oversensing on the atrial channel. Programming changes were recommended for the patients next regular scheduled follow-up. The device remains implanted.